Event description:
The us complainant had impella cp placed for support of a patient admitted with a stroke and other underlying cardiac and systemic comorbidities. When the patient was taken to the catheterization lab and coronary artery disease was diagnosed, the cp was placed. The cp was removed and replaced due to the low flows and suction that was not resolved. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device was not returned for evaluation. Data logs were reviewed which showed low pump flow with several suction alarms during the case run. The cause of the issue was not determined since product was not returned and sufficient clinical information was not provided.